Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure, confirming that all three icons were present (charge pak, attention and service wrench) and that the unit would not power on. Physio determined that the cause of the reported failure was a shorted capacitor, designator c76, on the digital pcb assembly.the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that the unit would no longer power on. There was no patient use associated with the reported event.